Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient developed a distal wound abscess and was resolved with oral antibiotics. All implants remain in place without further complications.

Manufacturer narrative:
(B)(4). D10: 20123607 36mm i.d. Size g high wall liner 65051480. 00811400230 femoral stem 12/14 neck taper extra ext. Offset size 2 130 mm stem length .packaged with standard centralizer 65710656. 00877503603 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 3172833. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.